Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at OEM.

Event description:
Country of complaint: (B)(6). Patient who cesarean is performed to present as fetal diagnosis in breech position. During hysterectomy concerned catgut suture chrome 0 CT-1; when passing the point and subsequent anudacion begins to fray and break completely, causing a trauma or injury to the tissue and hematoma, surgical time was increased and increased risk to the integrity of the patient.